Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the damaged cable tie p clip, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected fields: b5, h6 (type of investigation). Additional contact info: (B)(6). A getinge field service engineer (fse) evaluated the unit and stated that they found logs pointing to a communication error with the display head. Observed damaged cable tie p clip for coiled cable to display, causing communication issues to display head and shutting down of pump, causing system failure. Fse replaced the damaged cable tie p clip (d125-00-0028), tested display communication to the console, and observed no failure. Fse then tested the safety and functionality as per factory specifications, and iabp was then returned to the customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a display shut down and a system failure alarm tone. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed on call details. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.